Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the mitraclip system instructions for use, states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin leaflets) and/or imaging quality/equipment resulted in the reported single leaflet device attachment. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused/contributed to the reported difficulties. The reported poor image resolution is likely due to imaging quality/equipment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to the tricuspid valve and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization. A total of five clips were implanted during the procedure, reducing tr to 3. No additional information was provided.